Event description:
It was reported to tyco/healthcare/kendall that a patient's pneumatic compression sleeves needed to be removed. It is alleged that the pneumatic sleeves did not deflate when the cooling mode to the controller was activated causing excess pressure. Distal pulses remained intact and no patient harm was experienced.